Event description:
During review of the programming history database on (B)(6) 2015, a computer software event was found for the generator. On (B)(6) 2007 the device was interrogated, a system diagnostic was performed and resulted in "fault", a final interrogate was not performed and no further programming history available for this date.